Manufacturer narrative:
The device inspection revealed that the button responsible for lowering the bed frame located on the control panel on the left-hand head-end side rail was stuck in the activated position. Based on the review of previous complains, the main factor that could lead to the button being stuck might be normal wear due to age or related to an excessive force applied to the control panel (originating from the collisions with objects, such as door frames or from the bed being pressed against a different surface, such as wall). At the time of the event, the bed was 4 years old. However, the left-hand head-end side rail had been replaced on (B)(6) 2025, three months prior to the investigated event. Therefore, although the buttons on the control panel are frequently used, stuck due to age was excluded. Furthermore, since there was no customer allegation indicating that the event caused damage to the bed, and no signs of mechanical damage were observed, the exact root cause of the malfunction cannot be determined. As the faulty panel was discarded, no further analysis could be performed. The citadel plus instructions for use (IFU 831.374.en rev.14) include the following information regarding regular check of the bed: - "check that the patient controls, care giver controls and attendant control panels operate correctly" - weekly, - "carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.)" - weekly, - "if the result of any of these actions is unsatisfactory, contact arjo or qualified service personnel." The citadel plus bed frame was not up to the manufacturer¿s specification due to faulty button located on the control panel. The complaint was assessed as reportable due to allegation that the bed moved on its own. There was no patient involvement, and no injuries were reported. Describe event or problem and initial reporter details were corrected.

Event description:
During the quality control inspection of the citadel plus bed frame, the arjo service technician found that the bed moved down unintentionally. There was no customer allegation. There was no patient involvement, and no injury was reported.

Manufacturer narrative:
The investigation is ongoing. Further information will be sent in the final report.

Event description:
The bed was lowering by itself. No patient involvement. No injury was claimed.